Event description:
Treatment of gastroduodenal bleeding/lumbar puncture. On (B)(6) 2013, the patient underwent a coiling procedure. During the procedure, the implant coil could not be detached with the instant detacher. A different instant detacher was pulled from stock to attempt to detach the implant coil, but without success. The physician then attempted to detach the implant coil using the manual method (an alternative detachment method presented in the instructions for use), but without success. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The instant detacher involved in the event will not be returned for evaluation as it was discarded. The implant coil has not been returned for evaluation.(B)(4).